Manufacturer narrative:
(B)(4).

Event description:
The customer stated that an unspecified number of patient samples were recovering lower results for tina-quant hemoglobin a1c gen.3 (hba1c) on the cobas 8000 c 502 module (c502). The customer stated that controls have been recovering fine. The customer provided one example of a patient sample that had an erroneous hba1c result that was reported outside of the laboratory. The sample initially resulted as 4.9 % and this value was reported outside of the laboratory. The sample was repeated on a different c502 analyzer and resulted as 5.8 %. The repeat result was believed to be correct. The patient was not adversely affected. The hba1c reagent lot number was 62074101, with an expiration date of 04/30/2017. The field service engineer could not determine any root causes. He checked the sample and reagent probe adjustments. He checked the rinse mechanism for proper dispense and evacuation. As a preventive measure, he checked the gear pump pressure for internal probe washing and this was slightly low. He replaced the gear pump head and pressure gauge, then adjusted the pump. He checked internal and external rinse water volume. He replaced the photometer heat cut filter and performed a cell blank measurement. He removed and cleaned the vacuum tank. He replaced the vacuum pump diaphragms. He replaced the reagent probes. He cleaned the rinse stations. He observed that the calibrator bottle in the customer's refrigerator did not match the current lot that was programmed in the analyzer software. He recommended to the customer to calibrate both analyzers at the site with the current lot number and ensure the correct information was entered in the software, then run control and patient correlations between the two analyzers. The customer ran controls and all recovered within their guidelines.

Manufacturer narrative:
The field service engineer observed that the calibrator bottle in refrigerator did not match current downloaded lot in the analyzer software. He recommended to the customer to calibrate both c502's at this site with current lot, ensuring correct lot downloaded, then run qc and patient correlations between the 2 analyzers. Additional patient correlation studies performed at the site have been acceptable to the customer. The site is currently in the process of moving the hba1c test off of the c502 analyzer and on to a new analyzer. The issue appears to be isolated in nature, with no indication of a systemic failure of a roche product.